Manufacturer narrative:
(B)(4). Lens flipped and inserted upside down. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted an micl 12.6mm implantable collamer lens in the patient's right eye. The lens flipped during insertion into the eye and was implanted upside down. The lens was removed with no patient injury. The incision was not widened and no suture was used. Another same model and size lens was implanted.